Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited a failure to capture and high pacing impedance. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.